Event description:
New information received states that the patient received multiple inappropriate shock therapies for a svt. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate hv therapies. The device was reprogrammed. No further information on the patient.